Event description:
Reportedly, the surgeon loaded the gia and tested it by opening and closing the jaws twice and roticulating the jaws before using it. However, after firing the instrument, it would not release from the tissue. Therefore, the surgeon had to perform a wedge resection to release the device and complete the case. Procedure: right thorascopic bullectomy. Pt status: stable.